Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. The reported malfunction 9 was confirmed to have occurred in addition to malfunction 16 and the pump indicated a data log corruption. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.